Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose for 4 days. Blood glucose value was 494 mg/dl. She experienced vomiting and dry mouth. She had treated with manual injections. During troubleshooting; the customer found a small and a larger air bubble in the infusion set's tubing and small bubbles in the reservoir. No insulin leaks noted. The insulin pump was not rewound with a reservoir in place and insulin was not stored at room temperature but it was left out for 30 min to bring to room temperature. She removed the infusion set and found blood in the cannula and it was bent. The insulin pump passed the high pressure test. She was advised to change the entire set, reservoir and insulin. When the customer primed the new tubing, insulin started squirting out. No compromised force sensor alarms were found in the alarm history or other issues with the insulin pump were noted. The customer changed the infusion set and reservoir and was able to prime.